Event description:
It was reported that they "placed line-appeared to be placed without incident. Upon completion of x-ray - wire tip of micro introducer guidewire noted to be in right subclavian vein. 2nd x-ray - tip migrated to an unretrievable position per dr. Pt stable as of the event date."

Manufacturer narrative:
The device involved in the incident was not available for evaluation. A review of the inspection records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors which contributed to this event.